Event description:
It was reported that the interconnect cable would not connect to the c-arm. This will prevent the system from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable pins were evaluated and reseated. The system was tested and found to be working as intended and returned to service.